Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that they are noticing tissue getting trapped in dv5 force bipolar instruments while performing inguinal hernias. The procedure was completed with no reporter injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was present during this procedure and confirmed that the procedure was completed robotically using the same force bipolar instrument. A very small amount of tissue or fat gets in the wrist. The targeted tissue is inguinal which is on the lower part of abdomen. The fat that gets stuck will be removed when they move the instrument or sometimes use another instrument to remove. No tissue damage. No medical intervention. There was no damage noticed to the force bipolar instrument. There was no broken cable. There was no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. The tissue was not sticking to an electrode. The tissue was not exercised. There was no bleeding. No blood transfusion was administered due to this event. The instrument will not be returned and was used on further procedures. There was no injury/harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported that while using force bipolar instruments to perform inguinal hernias, tissue gets stuck. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.